Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen [100 mcg/ml] at an unknown rate via intrathecal drug delivery pump. It was reported the managing doctor was concerned about drug leaking from the catheter. There was fear of drug possible being in the pocket. The goal was to find and contain the leak yesterday. The leak was contained after removing majority of spinal segment. He will replace with a new catheter at a later date. They tried aspirating the catheter and suspected a leak of some kind and surgery was scheduled. The physician is planning to replace the entire catheter in approximately two months. Patient has been on a very low dose of baclofen. The pump is currently at minimum rate until the catheter is replaced. The patient's medical history includes chronic pain and severe spasms.